Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was treated by the paramedics after experiencing low blood glucose levels. The customer was talking on the phone when suddenly he stopped talking. His friend noticed that something was wrong, and called the paramedics. The customer blood glucose was 30 mg/dl when they arrived. The customer's guardian was alerting him that his blood glucose levels were dropping, but he couldn't hear the beeps because the guardian was in his pocket due to the holster breaking. Sent the customer replacement holsters. Nothing further was reported.